Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message was displayed indicating that the device was not recognized on the bus. A field service engineer (fse) found that the main half-height drawer had failed, where pockets were not appearing on the bus. The retractor was replaced, diagnostics were run, and all drawers and pockets were tested. The drawer was successfully recovered and tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error message appeared indicating that the device was not recognized on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.